Event description:
Information was received from a patient who was receiving morphine drug via an implantable pump for non-malignant pain indications for use. It was reported that this has been happening to them in increasing number of times. Whenthey give themselves a bolus, it takes 30 seconds usually. The patient stated that within last two months it took 1 minuet to 2 minutes. The patient clarified that the delay was delivering the bolus and the time to say on the screen that it was delivered. The patient also confirmed that there was 90 percent lagging issue. The patient added that it constantly giving them "errors" and not responding message,"close apps or wait", and they also got service code 156. The patient added that they are familiar with clearing the data on their handset. The patient made a comment that there was time that they did not need to bolus. The patient stated that they have a follow up appointment with their doctor tomorrow to address pump replacement since has been implanted for 6 years. The agent walked the patient through in clearing data. The patient was able to connect to ¿myptm¿ without lag issue. The agent advised me to monitor the issue and call back if further assistance is needed.

Manufacturer narrative:
Continuation of d10: product ID a820; serial# unknown. Product type software product ID hh90t01; serial# (B)(6). Product type: mobile platform. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.